Manufacturer narrative:
The xpo100 was returned for evaluation, and subsequent testing verified the complaint of shuts down. Per the evaluation, the manifold is leaking. The underlying cause is manifold leaking. Root cause could not be determined after reviewing the documentation in this investigation. Additionally, it was found that the alarms were functioning. The complaint of the alarms not functioning was not able to be duplicated.

Event description:
Dealer states the unit shuts down without an alarm.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the unit shuts down without an alarm.